Manufacturer narrative:
(B)(4). Date sent: 11/19/2020; d4: batch # u5ce69. Investigation summary: the analysis results found that one psee60a device was returned with an endo-path xcel 12 mm trocar inserted in the jaws and with the anvil bent upwards and with a gst60t reload (a) loaded on the device, the reload was received fully fired additionally a gst60g reload (b) was received partially fired 1/16. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during the laparoscopic rectectomy surgery, could not fire with gst60g. Changed to a new gst60t reload, after fired, could not open the jaw. Tried many times, and opened the jaw. Noted that the jaw was damaged. Changed to another device to complete the procedure. There was no patient consequence reported. No additional information can be provided.